Event description:
It was reported that the device was used during a hemicolectomy. It was reported by the rep that the device would not fire reloads. The case was completed with another tlc75. There was no consequence to the pt.